Event description:
It was reported that an in-office check of this pacemaker system noted right atrial (ra) lead undersensing at maximum sensitivity and right ventricular (rv) lead undersensing. It was noted that the both leads were programmed to unipolar. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that an in-office check of this pacemaker system noted right atrial (ra) lead undersensing at maximum sensitivity and right ventricular (rv) lead undersensing. It was noted that the both leads were programmed to unipolar. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.